Event description:
It was reported that on 22 june 2023, a small flexnav delivery system and loading system were prepared per IFU and loaded with a 25mm navitor valve. The physician experienced resistance at traversing access site with flexnav system and non-abbott wire. The whole system was withdrawn, thoroughly inspected finding no discrepancies nor physical deformities to the nose cone tip, valve capsule and stability layer whatsoever. The same delivery system was then flushed again prepared as per IFU. A fresh non-abbott wire was passed through the delivery system successfully outside the patient and no resistance was encountered. The device was reinserted easily at access site and was maneuvered through a tortuous common femoral with a significant 90 degree kink with some difficulty in aforementioned anatomy using a fresh non-abbott wire. The physician had difficulty resheathing the valve after first deployment at 80%, where the valve was found to be too high on first deployment. The physician was only able to resheath halfway with stability layer no longer retracting at this stage. The physician had decided to pullback to descending aorta and deploy valve fully. Despite the incident, there was no patient compromise and the patient remained stable throughout. A non-abbott device was selected and implant as a valve in valve procedure in the native annulus. Upon inspection post procedure, there was significant kinks convolution of the distal end of the delivery capsule believed to probably acquired through insertion process aggravated by the retainer tab receptacle getting caught within the convoluted area when valve was attempted to be resheathed. Right femoral access (rfa) was not possible as rfa was blocked and mild to moderate calcification noted. Tortuous left femoral access (lfa ) anatomy which was the chosen insertion site. It was also noted during review of the delivery system post procedure that both the inner shaft, handle, deployment wheel were all functioning normally as a wire again was passed through the system and all deployment and micro adjustment wheel were checked and operated. The patient was stable.

Manufacturer narrative:
An event of difficulty resheathing the valve into the delivery system was reported. The device was returned to abbott, and the investigation found that the valve capsule of the delivery system was twisted and damaged, and the inner shaft was kinked, which precluded the functional testing. The sliding mechanism, deployment/re-sheath wheel, and 80% deployment button were all assessed, and all were functional. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported event could not be conclusively determined. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2023, a small flexnav delivery system and loading system were prepared per IFU and loaded with a 25mm navitor valve. The physician experienced resistance at traversing access site with flexnav system and non-abbott wire. The whole system was withdrawn, thoroughly inspected finding no discrepancies nor physical deformities to the nose cone tip, valve capsule and stability layer whatsoever. The same delivery system was then flushed again prepared as per IFU. A fresh non-abbott wire was passed through the delivery system successfully outside the patient and no resistance was encountered. The device was reinserted easily at access site and was maneuvered through a tortuous common femoral with a significant 90 degree kink with some difficulty in aforementioned anatomy using a fresh non-abbott wire. The physician had difficulty resheathing the valve after first deployment at 80%, where the valve was found to be too high on first deployment. The physician was only able to resheath halfway with stability layer no longer retracting at this stage. The physician had decided to pullback to descending aorta and deploy valve fully. Despite the incident, there was no patient compromise and the patient remained stable throughout. A non-abbott device was selected and implant as a valve in valve procedure in the native annulus. Upon inspection post procedure, there was significant kinks convolution of the distal end of the delivery capsule believed to probably acquired through insertion process aggravated by the retainer tab receptacle getting caught within the convoluted area when valve was attempted to be resheathed. Right femoral access (rfa) was not possible as rfa was blocked and mild to moderate calcification noted. Tortuous left femoral access (lfa ) anatomy which was the chosen insertion site. It was also noted during review of the delivery system post procedure that both the inner shaft, handle, deployment wheel were all functioning normally as a wire again was passed through the system and all deployment and micro adjustment wheel were checked and operated. The patient was stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.